Event description:
It was reported that the original surgery was performed on (B)(6) 2013 for a right tibial injury. When the patient went in for routine follow-up examination, the surgeon suspected a delayed healing and non-union of the tibia. The patient was returned to the operating room on (B)(6) 2014 and the proximal locking screw was removed to dynamize a tibial nail construct. This procedure is done to stimulate bone growth and promote healing in cases where delayed healing is suspected. The patient was reportedly stable, following the dynamizing procedure. This complaint is for one unknown tibia plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient's ID: (B)(6). Date of event is unknown. Injury to right tibia (B)(6) 2013. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device has not been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.